Event description:
The specified device misread a blood tube barcode identification label. The misread label resulted in a result which was reported to the physician. No action was taken by the physician as (s)he questioned the result. The problem occurred when two requests were created for a vancomycin (vanc) test on a pt. Vanc trough was assigned one ID number and vanc peak was assigned another sample number. When processing, the first sample was misread by the instrument as the second sample and the vanc trough result was reported as vanc peak.